Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and a stained end cap sticker. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The insulin pump was worn under the customer's clothes. The blood glucose reading was 132 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.